Manufacturer narrative:
Samples were collected in lithium heparin tubes with gel and were spun at 3400 rcf for 10 minutes.qc is run once every 24 hours and met specifications.a system check performed on (B)(6)2010 resulted within specifications.a field service engineer (fse) was on-site (B)(6)2010. Hardware verification was performed successfully.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accutni) result generated by the unicel® dxl 800 access® immunoassay system which was within the risk stratification range.the sample was repeated and the patient was redrawn. The results from this testing recovered within the normal.the patient was administered nitroglycerin. There was no report of patient injury.